Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose was 189 mg/dl and 123 mg/dl within 10 minutes, with a difference of 38%. Pt did not experience any adverse events. No further info has been reported.